Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported central stickiness and adhesions on a patient's flap during treatment. The surgeon requested verification of flap calibrations. Additional information requested.

Manufacturer narrative:
A company representative (cr) assessed the system and was unable to find any nonconformity with the system. The cr made a minor adjustment to the x-y calibration as a proactive measure and the system met specifications. Based on quality assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).